Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely that physical stress and/or chemical stress applied to insertion tube during device handling by the user. As a result, the coating deteriorated. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.3 ¿inspection of the endoscope¿ 4. ¿inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects.¿ olympus will continue to monitor field performance for this device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the connecting tube was dented, and the bending angle in the up direction did not meet the specification due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had an issue with the insertion part. The issue was observed during preparation for use on a diagnostic procedure. The procedure was completed with a similar device and there were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found the insertion tube coating was deteriorated. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.